Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell down about two months prior to report and received a blow near the implantable neurostimulator (ins) pocket. Impedance testing was performed and found contact one had impedances 40000 ohms with all combinations. The patient's physician decided to revise their system as a result of the event. A revision was subsequently performed the day prior to report, where the ins and extension were disconnected, the extension contacts were cleaned, and the two components were reconnected. Impedance testing was performed following this and found that all impedances were ok. The issue was resolved at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's stimulator was working following the revision and the patient was doing quite fine. Regarding whether the patient had experienced any symptoms following the fall,it was noted that maybe he had an epileptic crisis.